Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 507 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also stated that she dropped the insulin pump in the toilet, and she's been having problems with the buttons not responding ever since. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched lcd window. No moisture damage was noted on the keypad traces, motor assembly or electronic assembly.